Event description:
It was reported during an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, that the vlp dislodged post tether-mode and embolized to the inferior vena cava (ivc). This was confirmed via fluoroscopy. The vlp was retrieved successfully and new vlp was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported dislodgement could not be confirmed. Visual analysis of device noted no anomaly. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.